Event description:
It was reported that during sterile processing, it was discovered that the tip of the craniotome device was ¿broken off¿. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed on the device which found that the tip was broken off from improper assembly of the attachment onto the device.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be misuse, abuse, and or error.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.